Event description:
Follow-up revealed that a back-up generator was used to complete the replacement procedure. The explanting facility discarded the opened but unused generator; therefore, no analysis can be performed.

Event description:
It was reported that during generator replacement surgery, the surgeon nicked an artery and had to use bovie cautery to seal the wound. In doing so, the surgeon noted that he hit the generator which was to be implanted with electro cautery and it resulted in the generator becoming disabled. The plan was to replace the patient with another m105 generator. It is not known if another generator was implanted that day. Attempts for additional relevant information have been unsuccessful to date. The generator has not been received by the manufacturer to date.